Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the blood glucose ran high, to 400 mg/dl. The customer treated with a manual injection. The insulin pump had fell and was cracked. The insulin pump also alarmed for a motor error. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. She was discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase also, unable to perform displacement test due to motor anomaly. The insulin pump was received with broken battery tube threads, cracked reservoir tube and minor scratches on the lcd window.